Event description:
Customer reported a pt with dka was put on an insulin drip at 7.5ml/hr (100ml bag). After about 2 hours, the rn found the insulin bag empty. As a result, the report required lab work. No add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.